Manufacturer narrative:
Manufacturer's comment: poligrip is manufactured in (B)(4) and neither the product nor lot number were available. No corrective actions have been required based on this report. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an injury in a (B)(6) female patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip, the patient experienced unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 10 december 2009. According to a physician's letter dated 01 december 2008, the patient was first evaluated in 2005 for severe anemia and changes in her white blood cell count. A bone marrow biopsy did not show any changes that were consistent with a plasma cell neoplasm which could cause the anemia. She also had iron deficiency and a b12 deficiency. During this time, the patient was also having progressive neurologic problems and paresthesias which lead to weakness in her legs and hands. She also experienced extreme dysphagia with nausea and vomiting. The patient was seen by a neurologist who knew that severe copper deficiency could cause anemia and severe progressive neurologic deficits. She was treated with a copper infusion of 4 mg/daily for two weeks. The patient's vomiting stopped after the first infusion and her white blood cells and hemoglobin normalized after the first round of copper infusion. The treatment with copper infusions successfully reversed her symptoms of weakness and she was able to regain strength. Her strength improved greatly over the next two years. The neurologist noted that initially she was only able to move in the electric wheelchair, but had no strength for transport. At this visit, she is able to pull and position herself with her upper arms. The patient still has severe problems with lower extremity coordination, but she was strong enough to stand and move a short distance. She continued to have some dysphagia. A swallow study showed poor peristalsis of the esophagus. The patient continued to have significant pelvic area bone pain, muscle pain and spasms. Another neurologist determined the patient had diffuse arthritis as a concurrent condition. The neurologist noted at this visit that the patient had intermittent energy loss and weakness, which may be a sign of low copper levels. Her nausea and vomiting symptoms were resolved. She has some problems with her occasional bladder incontinence and increased frequency. Her joint, bone and muscle pain continued. She has developed depression because of her illness. It was noted the patient has seizure activity at times. She has significant coordination problems due to posterior column damage in her spinal cord. She continues to have muscle spasms secondary to the never damage and poor sensation in her feet. The patient's hemoglobin and hematocrit levels and white blood cell count were normal at this visit. Neurologist's impression was severe copper deficiency with subsequent neurologic and hematologic changes. Ongoing need for copper infusion treatments. She had permanent neurologic damage in the posterior columns of the spinal cord which controls balance and peripheral sensation. She continued to have ongoing problems with chronic pain, dysphagia, seizure activity and depression. However, the patient had improved significantly that she was able to walk a small amount at the visit. She still has very poor coordination in balance. The patient will continue with copper infusions as her level decrease or she has symptoms of decreasing strength.